Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first fire the clip was pear shaped. On the second fire the device jammed and the clip did not deploy. There was a crunch sound heard. The device was switched for a new one. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, three clips snapped out of the jaws towards the tissue stop causing a "crunchy/snappy" sound. The remaining clips were fed and formed properly. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Three clips with gap were found. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted in the internal components. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? Yes. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, outside.